Event description:
It was reported that the pacing threshold was increasing with loss of capture and impedances greater than 2000 ohms. The pocket was opened to find the cause, and the lead came out of the device header without loosening the setscrew. The pulse generator was replaced.

Manufacturer narrative:
No medwatch form was received.